Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly and then performed other unrelated repairs. After observing proper operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed system pcb assembly. It was determined the cause of the reported issue was due to the single board computer (sbc) card on the system pcb assembly.

Event description:
The customer contacted physio-control to report their device would no longer complete the boot process when powered on. There was a service indicator on the device and the display was blank. In this condition, the device would not be able to deliver defibrillation energy if needed. There was no patient use associated with this event.